Event description:
Philips received a complaint on an intellivue mx40 802.11a/b/g indicating that the device did not alarm when testing. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by remote clinical support (rcs) service personnel which included communication with the customer biomed, review of the alarm logs and configuration. The customer reported that at 0450 on 24 apr 2026, the tele did not sound an alarm at the piic for a desat alarm. When biomed tested the device , which was still on the patient, at 0900, the piic did not alarm. When biomed tested another device with the piic, they were able to hear the alarms. The rse confirmed the spo2 settings are: low limit:88, desat limit: 80. The low alarm delay is set for 10 seconds desat alarm delay is set for 20 seconds. Audible alarm latching is set to red only with alarm reminders set to "on" with the reminder time set to 3 minutes. Analysis of the audit log was able to confirm all alarms are logged and each was acknowledged. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the alarms were acknowledged within a minute, indicating they had been heard. The customer was provided information and upon re-testing the device confirmed all devices are alarming as intended. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.